Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The patient reported that they were in a motor vehicle accident approximately 6 months ago, and now they have pain at the implantable neurostimulator (ins) site. The rep indicated that the patient will follow-up after setting up a doctor¿s appointment for device evaluation. No actions have been taken to resolve the issue. No further complications were reported or anticipated.